Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, there was no suture when the plunger was removed. A second proglide device was used with the same result. Hemostasis was achieved using manual arterial compression. There was a reported clinically significant delay of 20 minutes. The physician is reportedly in training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that moderate calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate MFR number.